Event description:
It was reported that patient presented to the hospital for dft testing as the dft testing had been unsuccessful since implant. It was noted that the patient had a history of high dfts. The device remains implanted.